Event description:
Reportedly, device was explanted due to dyspnea and stenosis. Pt exhibited symptoms of shortness of breath and pulmonary hypertension. Per bioprosthesis experience report, pt has hcv hepatitis; therefore, device will not be returned. Device was implanted in 2003, and explanted in 2008. Implant duration = 61 months. Device was replaced with mosaic 29mm valve. No additional info provided.

Manufacturer narrative:
Device not returned.